Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported increased charge time could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital after a device alert was triggered. The device was interrogated and an alert indicating the charge time limit reached was noted. A capacitor maintenance was performed and the charge time was within normal limits. No further action was taken and the patient will continue to be monitored remotely. The patient is stable.